Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 did not work properly. It did not fire. A new device was used to finish the case. There was no consequence to the pt.